Manufacturer narrative:
Section g1, g2: correction.

Manufacturer narrative:
Patient information was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was being supported with an extracorporeal circulatory support pump. It was reported that the centrimag motor was inspected on (B)(6) 2018 due to getting hot. The biomedical engineer tested the centrimag motor and was not able to duplicate the issue.

Manufacturer narrative:
Section h4: additional information. Section h6: correction to patient code. Manufacturer's investigation conclusion: the report of the centrimag motor getting hot could not be confirmed through this evaluation as the motor, serial number (B)(4), was not returned for investigation. A specific cause for the motor getting hot could not be determined through this evaluation. It was reported that the centrimag motor was inspected on 12mar2018 due to the unit getting hot. The biomed at the hospital reportedly tested the motor and could not duplicate the issue. The account reported that the centrimag motor was disposed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and the complaint file will be closed accordingly. No further information was provided. The manufacturer is closing the file on this event.